Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the display screen was dim and discolored. The battery cap¿s metal contact had fallen apart. The contrast button was found to be under responsive. When the keypad cover was removed, contamination was found on all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that display was dim and discolored, the battery cap was damaged, and there was contamination on the keypad button contacts. This report is made based on results of investigation completed on 08/27/2015.